Manufacturer narrative:
Product analysis the device was returned with the balloon in a pre-inflated state, the device was flushed, and an 0.035¿ guidewire was loaded, the balloon was then inflated to its nominal pressure of 7atms, and its rated burst pressure (rbp) of 11atms, without any issues. The balloon was then fully deflated without any issues, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure using the evercross balloon, the patient was diagnosed with iliac artery sclerosis and occlusion. Angiography confirmed iliac artery stenosis with 80% lesion stenosis in the proximal common iliac artery. The percutaneous transluminal angioplasty balloon dilatation catheter was used for dilatation, and the balloon was inflated to the rated standard pressure. However, the balloon was withdrawn and it was found it did not deflate well. After withdrawing the balloon, blood was found inside the balloon, indicating a rupture. The balloon was replaced, and the procedure was successfully completed. No patient complications have been reported as a result of this event.